Event description:
It was reported by service report that the footboard led lights on the chaperone controls are all staying lit at all times, as well as the lockout lights. Also, the display would not display anything and was blank. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard ibed function.